Manufacturer narrative:
The customer¿s product was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Control tests were run twice on (B)(6) 2019 at 4:00 a.m. And 4:00 p.m. And all levels passed. Linearity tests and correlations with the laboratory were also run without any issues. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant glucose result with accu-chek inform ii meter serial number (B)(4) when compared to a laboratory result. At 3:25 p.m. The meter produced an error message indicating the result was greater than the reference range. The range setting was requested but not provided. At 3:26 p.m. The meter result was 529 mg/dl and wasn't believed and a laboratory test was performed. At 3:32 p.m. The laboratory result was 152 mg/dl; the laboratory results were consistent with the patients condition. It was noted that it was difficult to obtain the patients blood from the fingertip due to calluses. The patient wasn't treated based on the meter result. The patient has his blood sugar tested three times per day and no other results were questioned.